Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a p eel-away sheath that was broken into three pieces. The sheath body was split along the score lines and one of the tabs was separated from the sheath body on one side creating the third piece. There was a non-score line break near the base of the tab on one side. Microscopic examination of the separated tab and sheath body revealed a mostly smooth area with a blue stain on each side of the tab. The sheath body had a white raised, uneven area and an indent that outlined the tab indicating that it was previously attached. Both pieces also has cuts. The tab is designed to remain attached to the body and facilitate sheath removal from the patient. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's left basilic vein in the intensive care unit. The sheath tab on the one side broke off during removal of the sheath. The clinician was able to remove the sheath carefully. There was no delay in treatment and no patient death or complications reported.